Event description:
Country of complaint: (B)(6). The thread (suture) is fraying.

Manufacturer narrative:
United states reporting agent notified: (B)(6) 2014. Complaint description: it was reported that the thread (suture) is fraying. The fraying appears as the endoscope touched the thread (while the endoscope is knotting) with the needle holder. The referenced knot broke, as the thread was being pulled tighter. Samples received: 31 unopened pouches. There are no previous complaints of this code/batch. There are (B)(6) units in OEM stock. OEM tested the knot pull tensile strength of the closed samples received and the results conform to OEM's requirements. Sewing test on artificial skin tissue has been conducted with the closed samples received and fraying does not appear when pulling the thread through the tissue. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to OEM's requirement's. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event.